Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient experienced low readings while asleep (no bg or cgm value provided). He was unconscious while having extremely low reading alert (no cgm value provided) and his 15 years old son noticed him being unconscious. The son could not wake the patient, but he did a fingerstick bg. The son could not recall the bg value, but reported it was inaccurate. It is not documented whether the bg was lower or higher than the cgm value. An ambulance was called. After 15 mins, the patient was transported to the hospital. Reversal of hypoglycemia was unremembered. No bg or cgm values were documented for the entire event. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.